Event description:
A letter from (B)(4) solicitor was sent to stryker (B)(4) in which the solicitor are reporting of a potential claim for damages for personal injuries and other loss suffered by their client which they claim to be a result of the failure of ceramic based prosthesis system fitted to him during hip replacement surgeries at (B)(6). It was further stated in the letter that their client underwent a left total hip replacement on the (B)(6) 2005. It was also reported that their client underwent a revision on (B)(6) 2005 where an exeter v40 femoral stem and a v40 alumina head were fitted.

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00079.